Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer did not go outside the pump's allowable altitude range. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 350 mg/dl.